Manufacturer narrative:
(B)(4). Holm, c. E., bömers, j. P., villadsen, a., & petersen, m. M. (2025). Evaluation of zimmer® segmental distal femur mega-prostheses: patient survival, surgical outcomes and functional outcome. Journal of bone oncology, 55 (100722), 1-9. Https://doi.org/10.1016/j.jbo.2025.100722. B3 - event date - date of publication. D4 - attempts have been made to gather all product identification information and no further information has been provided. D10 - concomitant devices - unknown nexgen segmental articular surface catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. E1 - contact - correspondence author. G2: foreign - event occurred in denmark. H6 - component code - proposed code is mechanical (g04) - stem. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one (1) patient underwent a knee arthroplasty revision to address aseptic loosening of the femoral bushing. Attempts have been made, however, no additional information is available.